Event description:
During removal of a secure cath PICC line, the patient's skin was attached to the metal attachment piece on secure cath. This resulted in the patient having thier skin pulled upon removal. A metal piece of the secure cath PICC device appears to have been embedded into tissue, since a very small piece of tissue was attached to the metal when it was removed. Blood was visible at site of metal part removal.the PICC line nurse was contacted after incident occurred, and advised use of pain ease product prior to removal to make removal less painful to patient. She states this is a frequent occurrence with the secure cath PICC. No suggestion as to prevention of metal portion embedding into patient tissue. Use of pain ease to be communicated to all nurses.